Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hospital had an issue with a frequently visiting patient on an alaris patient controlled analgesia pump module. The patient had been able to observe the code on prior visits and memorized it and used the code to alter dosing to themself. The hospital caught the issue at routine pca review and check off. There was no harm to the patient reported. There was an enhancement request to be able to change locks or to have more tamper resistant locks.